Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the event and provided reprogramming recommendations and further control on the patient's rate. No additional adverse patient effects were reported. This crt-d remains in service.